Event description:
Boston scientific received information that a left ventricular (lv) lead dislodgment was confirmed. A revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.